Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer resolved the issue prior to the call with tandem technical support, therefore, a potential cause was unable to be determined. Customer's blood glucose was 315 mg/dl.